Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with a highest blood glucose of 486 mg/dl confirmed by fingerstick, persisting above target for most of the day, and later trending down to 370 mg/dl after changing supplies; the user also observed the device unexpectedly displaying a fill tubing screen when unlocking to announce a meal and then returned to the main screen. Symptoms included feeling fuzzy and difficulty thinking clearly. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included complaint review, user interview, and troubleshooting and education with the user. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device alerts or alarms were reported. It was concluded that the event involved user-reported hyperglycemia with an undetermined root cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.